Event description:
It was reported the unit kept powering down (multiple times) during a case.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in poor condition with cart rub gouges below the side vents and dark streaks and scratches on the upper lid. The front panel matte finish is scratched. The unit delivered rf energy correctly into the fixed resistors. The impedance imbalance readings indicate that the system was having difficulty rejecting noise when evaluating the split-foil patient pad impedance. The rf controller software version may not always measure the impedance of a split foil patient return pad accurately when energy is being delivered and may cause rf output to stop without notifying the operator. The upgraded rf controller notifies the user with an e3 error if the split foil impedance rises while energy is being delivered. The unit was repaired and applicable software and hardware upgrades were performed. It passed final testing and was recertified for use.